Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced four infusion sets adhesive issues event on 22-feb-2026. The infusion sets came loose during use. The patient replaced the box of infusion sets and resumed insulin deliveries successfully. No further information available.